Manufacturer narrative:
Lot #: corrected. Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that no anomalies were noted to the packaging or to the device prior to use. Thorough review of the event clarified that the stent delivery system was pulled away post insertion due to repositioning of the mc but no issues with the stent were reported. In addition, information confirmed that the stent did not deploy inside the mc. There was no information to reasonably suggest that this would likely cause or contribute to a death or serious injury as the user intentionally removed the stent delivery wire while contained within the microcatheter deploying in the stent in the sterile field. As per the atlas dfu: ¿if resistance is encountered at any point during stent manipulation, do not apply undue force. Withdraw the microcatheter, stent, and stent delivery wire as a unit and repeat the procedure with new devices. Based on the information currently available, it appears that the user intentionally removed the stent delivery wire resulting in deployment of the stent; therefore, an assignable cause of use error will be assigned to the reported event as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the stenting procedure, the stent was advanced into microcatheter. However, while repositioning of the catheter, the stent was puled out and it deployed prematurely outside the patient's body. No clinical consequences were reported to the patient.

Manufacturer narrative:
Device is not available.

Event description:
It was reported that during the stenting procedure, the stent was advanced into microcatheter. However, while repositioning of the catheter, the stent was puled out and it deployed prematurely outside the patient's body. No clinical consequences were reported to the patient.